Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached an 22 mg/dl while wearing the pod. It was also reported that the patient was unresponsive. The patient was treated with IV dextrose. It is unknown when the patient was released from the hospital. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g7..